Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, bumpy, and itchy underneath front and back pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed cortisone for the skin irritation. Follow up indicated that the rash improved.